Manufacturer narrative:
The device was returned for evaluation. The analysis indicated that the complaint could not be confirmed and that the device functions correctly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date: (B)(6) 2017 is all that was reported, exact date is not known. Evaluation was not performed; the device was not returned for analysis.

Event description:
The customer reported that the device was overheating. There was no patient impact or injury.